Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported a loss or change of therapy; she had to go to bathroom more than she had to since (B)(6) 2016. She was not feeling stimulation and therapy was not on. The patient was able to turn therapy on and she felt stimulation but it was too early to tell if the return of symptoms had resolved. She was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. There was no further information provided about this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported the same information and added they were unable to increase stimulation. Patient was able to obtained pp and successfully increased therapy from 2.4 to 2.5 prior to performing troubleshooting, and confirmed she could feel stimulation during the call. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.